Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital after feeling unwell. Pacemaker check revealed high atrial and ventricular lead impedances at over 3000 ohms in unipolar and bipolar configurations. Pacing and sensing failure were also observed in both channels with flat egms displayed on the programmer screen, despite pacing and sensing markers. Atrial and ventricular leads fractures and pacemaker issue were suspected. A re-intervention was performed on (B)(6) 2019 where psa measurements showed atrial and ventricular lead impedances around 600 ohms. No signs of damage could be seen on the atrial and ventricular leads. As a defect was suspected on the pacemaker, it was replaced and both leads were connected to a new device.

Manufacturer narrative:
Preliminary analysis on returned device did not reveal any issue with the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital after feeling unwell. Pacemaker check revealed high atrial and ventricular lead impedances at over 3000 ohms in unipolar and bipolar configurations. Pacing and sensing failure were also observed in both channels with flat egms displayed on the programmer screen, despite pacing and sensing markers. Atrial and ventricular leads fractures and pacemaker issue were suspected. A re-intervention was performed on (B)(6) 2019 where psa measurements showed atrial and ventricular lead impedances around 600 ohms. No signs of damage could be seen on the atrial and ventricular leads. As a defect was suspected on the pacemaker, it was replaced and both leads were connected to a new device.

Event description:
Reportedly, on (B)(6)2019 , the patient was admitted to the hospital after feeling unwell. Pacemaker check revealed high atrial and ventricular lead impedances at over 3000 ohms in unipolar and bipolar configurations. Pacing and sensing failure were also observed in both channels with flat egms displayed on the programmer screen, despite pacing and sensing markers. Atrial and ventricular leads fractures and pacemaker issue were suspected. A re-intervention was performed on(B)(6)2019 where psa measurements showed atrial and ventricular lead impedances around 600 ohms. No signs of damage could be seen on the atrial and ventricular leads. As a defect was suspected on the pacemaker, it was replaced and both leads were connected to a new device.

Manufacturer narrative:
Please refer to the attached analysis report.